Manufacturer narrative:
H3: lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. UDI: (B)(4). Claim# (B)(4).

Manufacturer narrative:
H6: work order search - no similar complaints within assocated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vaulting, the lens was intraoperatively implanted and removed. The problem was resolved.

Manufacturer narrative:
B5: patient experienced excessive vault and significant reduction of significant reduction of irido-corneal angles. Claim# (B)(4).